Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, the balloon of an emboguard 87, 95 cm (bg8795u, lot unknown) burst during preparation. There was no patient injury reported. No additional information is available. The initial examination of the returned emboguard device identified one instance of flattening from between approximately 13mm and 17mm from the distal tip of the device. As this damage was not described in the complaint event description, it is considered unrelated to the complaint event. Since the balloon is reported to have burst during preparation, it is unlikely it was ever tracked through a tortuous anatomy. It is possible that this damage occurred during packaging and transportation of the device. The visual inspection indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device as the ball gauge could be advanced through the device without resistance. The complaint report detailed that the ¿catheter's balloon burst [during] preparation¿. Balloon inflation and deflation could not be successfully performed using 0.45ml of water/dye solution (ratio 100:1). Upon inspection, a pinhole was discovered near the base of the balloon, which the water/dye solution was leaking from. The complaint event can therefore be confirmed. As per the device¿s IFU recommended procedure, step 13: balloon inflation instructions: ¿exceeding the recommended inflation volume for the relevant diameter may result in balloon rupture. Do not inflate to greater than 0.56 ml (balloon inflation volume)¿ and ¿inflation of the balloon so that it extends beyond the distal catheter marker band may cause balloon rupture.¿. While these are possible causes for the balloon bursting, with limited information it cannot be definitively determined. The returned emboguard could not be successfully inflated and deflated as per the procedural steps in the IFU. Therefore, the complaint event was confirmed, but no root cause was determined. There is no indication that this complaint was the result of a defect or malfunction of the emboguard device. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section b3 ¿ date of event: the date of the event was not reported. Section d4 - UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, the balloon of an emboguard 87, 95 cm (bg8795u, lot unknown) burst during preparation. There was no patient injury reported.